Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). This device is being reported from a literature review. No devices will be returning. The device was not returned and therefore, no evaluation could be performed. The following codes were not available in medtronic's gch system: method: actual device not evaluated. (B)(4).

Event description:
This is review of a literature article published in the journal "the laryngoscope" in 2012 titled, "hunsaker mon-jet tube ventilation: a 15-year experience" by authors amanda hu, md, frcsc; philip a. Weissbrod, md; nicole c. Maronian, md; jennifer hsia, md; joanna m. Davies, mbbs, frca; gouri k. Sivarajan, mbbs; allen d. Hillel, md. The available information in the literature article indicates in a study of 849 cases using the hunsaker mon-jet tube, 57 complications occured in 49 cases. The complications were identified as hypoxia (30 patients), hypercarbia (17 patients), airway obstruction (4 patients), barotrauma (2 patients), seeding of blood into trachea (2 patients), submucosal injection of air (1 patient), and mucosal damage (1 patient). These patient injuries are all known complications in subglottic jet ventilation recognized in the article.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.